Event description:
Baxter service center reports leak in cassette of homechoice set used for apd therapy. Leak was identified by service center during evaluation of concomitant homechoice pro device when moisture was noted in pneumatic system of the homechoice pro deive. No pt injury was reported at time of device return.

Event description:
The home pt (hp) relates that they were infused with an excessive amount of air while using the homechoice pro cycler for apd therapy. The hp reported that in 2002, the cycler had delivered air to them during therapy. According to the hp, when they attempted to set up the cycler for apd therapy the next day they received a "reload the set 172" message and subsequently requested a replacement cycler. There was no pt injury or medical intervention reported.